Event description:
A healthcare professional reported that two handpieces became hot during the phaco step of two different normal surgeries. The handpiece was exchanged to complete the surgery. The event caused a short delay in the surgery that was not clinically significant for the surgeon. No system messages were displayed. The healthcare professional also reported that the "directions for use" weren't followed. There was no pt impact. Add'l info has been requested, but not received to date. This is one of two medical device reports being filled for this event. This report is for the first pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).